Event description:
It was reported that during a mitral valve replacement, the surgeon was suturing the mitral valve annulus and accidently punctured the balloon of the aortic catheter with suture needle. Surgeon used a conventional clamp on the aorta and completed the procedure with no adverse pt consequences.